Event description:
On (B)(6) 2012, the nail breaks and on (B)(6) 2012 revision with a reconstruction synthes plate. Per (B)(4) (same case), (B)(6) 2011 fracture subtrochanter. On (B)(6) 2011, primary opr with long gamma3 nail, (B)(6) 2011 nail broken, and revision with new gamma3 nail + trochanter grip plate.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.